Event description:
Per trust study adverse event form, vegetation was found on the atrial lead during a tee in 2007. The ICD system was explanted four days later. The pt was referred to infectious disease services. Explanted system: lumax 340 dr-t, MDR 1028232-2008-00674. Setrox s 53, MDR 1028232-2008-00675. Linox sd 65/16, MDR 1028232-2008-00677.